Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting an alarm that the patient cannot reach goal temperature. They should be at target at 825pm, but the baby was still 35.3c. The water temperature has been decreasing, currently 36c. They have an alarm 113 (reduced water temperature control) in the event log. The flow was 0.5lpm, inlet pressure was -6.9psi, circulation pump command was 39 percentage. Pump hours were 1182.5. System hours were 3209. The rewarm occurs from 36.3c at 0.5c/hr to 36.5c. Asked nurse to feel/look for any kinks, twist, compression or occlusion of the pad tubing. Unable to identify any. The nurse disconnected the pad, rotated the connectors and reconnected the pad using proper technique. Flow remained low at 0.6lpm. Per follow up information received via task on (B)(6) 2026, spoke with charge nurse who confirmed pad had been exchanged for a new one, and flow rate went up significantly. The water temperature also rose so the patient was able to reach the target temperature and maintain until therapy completed. The original pad had been discarded with biohazardous waste.